Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the cgm reading was providing low readings, she kept eating until she felt sick. The patient was feeling anxious about the hypoglycemic values, she was feeling sore and her feet felt like it had pins and needles. The patient called 911 and was taken to the emergency department around 6:00pm. At the ed, they took a bg reading was 100 mg/dl and the cgm reading was low, the patient reported that the device did not alert for the low values. The patient was treated with IV medication and oxycodone 10mg (dose of her normal medication oxycodone, daily medication 3-4 times a day). The patient was discharged at 3:00 am on the (B)(6) 20240 (less than 24 hours). At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).